Event description:
The patient reported lower blood glucose readings with strip, lot 16081b. Some time within the last two weeks, the patient performed a side by side glucose comparison with this brand vs another brand test strips (lot unknown). He obtained test results of 25 mg/dl and 155 mg/dl respectively. The pt did not have his meter with him when he spoke with the co rep (he was at work). For this reason, the pt could do no testing with the rep. The desiccant is in the bottle. The pt's meter was set to the appropriate code. The pt stores the test strips in the kitchen.